Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose of 18.6 mmol/l with trace ketones and "behavioral changes". The reporter stated that the pump showed not "pump not primed" warning but during the prime the pump required a full rewind, load, and prime indicative of a power loss. Troubleshooting indicated that the battery cap was not fully secure and the yellow o-ring was showing. The reporter indicated that the battery cap threads were leaving a black residue around the o-ring and the battery cap was noted to have a "gritty" feel when getting the cap to thread. This report is made based on the allegation that the patient experienced hyperglycemia related to the pump battery cap coming loose with the pump rebooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the black box begins on (B)(6) 2014. Pump was used after original compliant; the black box data and histories for the event on (B)(6) 2012 have been overwritten. Review of the available black box shows no unexplained por events. No damage found to returned battery cap or battery compartment. Returned battery cap fully attaches to the pump with no yellow o ring visible. Pump was exercised for 24hrs with retuned battery cap and test cartridge cap; no por¿s were duplicated. The total daily dose adds up correctly and reflects the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.